Manufacturer narrative:
On (B)(6) 2020, mentor became aware of submitting unreportable event to FDA unintentionally in previous initial report. Please see the details in h.11. Manufacturer¿s reference number: (B)(4) this product: ( mentor memorygel resterilizable gel sizer 300cc mge) is not classified as a medical device, therefore not subject to FDA MDR reporting regulations.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unknown breast surgery used a mentor memorygel resterilizable gel sizer 300cc mgel sizer experienced discoloration of the device before the procedure. The physician stated that the sizer was in contact with the patient but the patient wasn't in the operating room to provide any more information. The physician indicated that the gel sizer starting to turn a different color. First it was like a tan light golden color once it was opened from the packaging then after sterilizing it's a different color and he just wants to know if he can use it again and if the color is normal. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated.